Event description:
It was reported that the doctor was putting the screw into the cage. As the surgeon was finishing locking it down the split tips of the driver came off of the driver and remained stuck in the head of the screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the mar (materials analysis report) concluded the screw driver tip was confirmed to have fractured in a ductile overload mode. No manufacturing issues were discovered. Conclusion: a plausible root cause for the tip fracture is ductile overload on the instrument and/or failure to use the all-in-one guide when inserting the screws (user error).

Event description:
It was reported that the doctor was putting the screw into the cage. As the surgeon was finishing locking it down the split tips of the driver came off of the driver and remained stuck in the head of the screw.